Event description:
Pt came in to the gen. Hosp. ICD clinic for a routine, scheduled follow-up visit on 12/30/96. Device was interrogated successfully and real-time measurements were obtained, however, real-time electrograms were not able to be retrieved. ICD clinic staff and co. Clinical engineer repeatedly attempted to communicate with the device, but were unsuccessful. Pt underwent a chest x-ray to determine if the device had flipped; this showed nothing abnormal. A number of different wands and programmers were tried, with no success. It was discovered that anytime a pacing lead impedance or pacing threshold was attempted, the device would disallow communication. The decision was made to admit the pt so that he might undergo further testing. Pt was admitted to the cardiac step-down telemetry unit. The next day, pt underwent invasive programmed stimulation; during which the device properly sensed but spontaneously reset to normal values and delivered a successful shock according to nominal settings, i.e. 450v monophasic shock. The device had previously been programmed to deliver a 750v biphasic shock. It was necessary to invasively stimulate the pt using a wire as the device was not allowing communication with the programmer. Based on this info, the device was programmed to "all functions off" and the pt was scheduled for a device replacement on 1/3/97 at 8:00am. Approx 3 hrs prior to his scheduled replacement on 1/3/97 the pt suffered a ventricular fibrillation (vf) cardiac arrest and expired despite maximum resuscitative efforts by hosp. Staff, including a host of antiarrhythmic drugs, and external defibrillations. Post mortem interrogation of the device revealed a device parameter error had occurred; the device was "rapidly bradycardia pacing" at a cycle length of 30 ms. It appears that it is this device malfunction that caused the lethal, intractable vf arrest of this pt. Due to the complexity of the problem, the MFR has not completed the analysis of this device malfunction, and has not yet reached a formal conclusion regarding causality of this anomaly. To protect ICD pts, co has provided a list of all pts who may be affected by this problem and instructed hosp. Staff to reprogram all suspect devices as a precaution. This reprogramming changes the maximum pacing rate to only 117bpm, therby preventing the device from pacing so rapidly as to fibrillate the heart. Gen. Hosp. Has to date reprogrammed or replaced all potentially affected pts, with no further such incidences at this institution. Final results of this device analysis will be provided to the FDA by co when they become available.